Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed error cod 1108 (pressure sensor auto zero). It was reported that there was no patient involvement when the issue occurred. No patent or user harm reported. A field service engineer (fse) reported that new solenoid valves were installed, and a complete performance verification test (pvt) was performed. The device is ready for patient use.

Manufacturer narrative:
This report is being submitted as part of a corrective action to replace manufacturer report numbers 2031642-2023-00207 and 2031642-2023-00475. All information from the original report(s) has been transferred to this report.